Manufacturer narrative:
(B)(4). It was indicated this lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that six weeks after the implant procedure, the right atrial (ra) lead dislodged resulting in high threshold measurements and poor sensing. Attempts to reposition the lead were unsuccessful due to unacceptable measurements. After some attempts, the helix had difficulty extending and retracting as there was tissue in the helix. As a result, this lead was explanted and replaced. No adverse patient effects were reported.